Manufacturer narrative:
Results, conclusions: stent dislodgement. Moderately calcified lesion, 85 % stenosis. Stent. (B)(4).

Event description:
Reported that the stent was successfully removed from the patient using a snare device.

Event description:
It was intended to use a 2.5 x 30 mm endeavor resolute rx drug eluting stent to treat a moderately calcified lesion in the rca. The lesion had 85 % stenosis and was non-tortuous. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The device was prepped prior to use with no issues noted. The lesion was pre-dilated with a 2.0 x 20 mm sprinter balloon at 12 atm. The stent could not cross the lesion due to resistance encountered when advancing the device. Excessive force was not used. It is reported that stent deformation occurred during positioning. It was also reported that the stent dislodged off the delivery system and successfully removed from the patient. The physician used another 2.50 x 30 mm endeavor resolute stent to complete the procedure. The physician believes that the event was procedure related rather than device related. No injury to the patient reported. Evaluation summary: the delivery system was returned to the manufacturing facility for evaluation. Stent was not returned. Crimp impressions were evident along the balloon. The balloon folds were partially opened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.